Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in an unspecified artery. The otw omni elite could not advance through a 6f sheath and got stuck. Another sheath and balloon catheter had to be used to complete the procedure. The patient is doing well. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported resistance was not able to be confirmed due to the condition of the returned device and the introducer sheath used during the procedure was not returned. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A conclusive cause for the reported difficulties could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the reviewed information, there is no indication the issue was caused by, or related to the design non-conformity, manufacture or labeling.

Event description:
The following additional information was received: the omnilink elite was removed from the sheath with no resistance. A new sheath and a 9 x 39 mm omnilink elite were used to complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.